Event description:
During the implant procedure, there was difficulty getting the oscor lead into the header of this device. After applying mineral oil into the is-1 connector of the lead, the physician was able to get the lead into the header but it was tight. The physician chose not to use this device.

Manufacturer narrative:
The analysis on this device is pending. (Other) : lead was difficult to insert into header on this pacemaker, therefore it was not implanted.